Manufacturer narrative:
Per the t:slim user guide: this alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an auto-off alarm. The customer's blood glucose was 122 mg/dl. The customer resumed insulin delivery and understood the function of the alarm. The customer also had experienced a blood glucose (bg) level of 52 mg/dl. The customer did not know what caused the low bg and soda was consumed to elevate the bg. Multiple occlusion alarms were received on the same day which elevated the bg level to 246. Boluses via the pump were attempted to be delivered to address the bg level. The customer changed out the infusion set multiple times. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the cartridge and insulin was observed exiting the infusion set tubing. Reportedly, the customer had been using humalog in the cartridge for 3-3.5 days at a time.

Manufacturer narrative:
The pump logs were reviewed. There was no evidence that the insulin pump experienced a malfunction or failure and did not indicate that the insulin pump caused or contributed to low blood glucose levels.